Event description:
It was reported that device was used during a colon procedure. It was reported that there was no function. The case was completed with another h2tuv. There was no patient consequence. No further information is available.